Event description:
The cartridge was used with an auto suture multifire endo gia disposable stapler during a wedge resection procedure. Reportedly, the staples did not form properly. The surgeon manually sutured to complete the procedure. The hospital has reported that no pt injury occurred.